Manufacturer narrative:
The reported event is confirmed cause unknown. Visual inspection of the sample noted a kink in the inlet tubing of the drainage bag upon return. Also received two photos side by side that show kink present in urine drainage bag while in use. No actions can be taken at this time since a root cause was not identified. DHR review is not required as no lot number was reported. Labelling review is not required as the product catalog number is unknown. Correction- d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had found kinked tubing on their unknown drain bag and had been collected the kinked supplies.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had found kinked tubing on their unknown drain bag and had been collected the kinked supplies.